Event description:
It was reported that the pump could not be charged using the tandem-provided usb cable and power adaptor. The customer was able to successfully charge the pump with a secondary usb cable and power adaptor. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.